Manufacturer narrative:
Concomitant medical products: product ID: 3550-39, lot# n293811, implanted: (B)(6) 2011, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient via a company representative reported they had no pain and they didn't use the device. However, if it was turned on and then off, a sensation of tingling will be felt in the legs for a couple days. The patient was worried about why it continued and why it occurred when the device was not used or turned on. The patient claimed it occurred periodically. He wondered if the implanted stimulation could be the cause. A meeting was scheduled to meet the patient on (B)(6) to check impedance and check usage information. The representative later reported that the patient cancelled the appointment. It was unknown when it will be rescheduled. The indication for use was spinal pain and chronic low back pain. If additional information is received, a follow up report will be sent.